Manufacturer narrative:
Age at time of event: (B)(6). Device is a combination product. (B)(4).

Manufacturer narrative:
Returned product consisted of a taxus liberte stent on a snare device with no stent delivery system (sds). The stent was damaged and stretched throughout the entire stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The 3mmx20mmm target lesion was located in the moderately tortuous mid left anterior descending (lad) artery. A 2.5x15mm apex balloon and 3.0x15mm non-bsc balloon were used to predilate the target lesion. Next, a 32x3.0mm taxus liberte stent delivery system (sds) was advanced but the device did not cross the lesion and it got stuck at the guide catheter. The sds was pulled back into the guide catheter and the stent dislodged. The stent was captured with a gooseneck snare and was successfully removed. The procedure was completed with a different device. No additional patient complications occurred and the patient's status is good. Additional information has been requested and is not available.

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The 3mmx20mmm target lesion was located in the moderately tortuous mid left anterior descending (lad) artery. A 2.5x15mm apex balloon and 3.0x15mm non-bsc balloon were used to predilate the target lesion. Next, a 32x3.0mm taxus liberte stent delivery system (sds) was advanced but the device did not cross the lesion and it got stuck at the guide catheter. The sds was pulled back into the guide catheter and the stent dislodged. The stent was captured with a gooseneck snare and was successfully removed. The procedure was completed with a different device. No additional patient complications occurred and the patient's status is good. Additional information has been requested and is not available.